Manufacturer narrative:
As received, a complete lead was returned in one piece with helix extended and clogged with blood/tissue. The helix was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket stimulation. Upon investigation, it was found the pocket stimulation was due to the right atrial lead being dislodged and high output. X-ray testing confirmed the lead was pulled out of position. No capture was also noted. Twiddler's syndrome was suspected. The lead was explanted and replaced (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Correction: (B)(4).